Event description:
It was reported that the physician was attempting use a 3.0mm diameter x 22mm length resolute integrity drug eluting stent to treat a lesion located in the lad with 90% stenosis and severe calcification. It was reported that pre-dilatation was performed twice using a 12.5 x 15mm balloon . The physician could not pass the lesion with the resolute integrity stent and when withdrawn it was noted that the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Results and conclusions: failure to deliver stent and stent deformation. No results available since no evaluation was performed. (B)(4).